Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, newly added medication could not be pulled for a patient. The medication was visible on the server and could be accessed through override functionality.there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist (tss) performed initial checks by running a downtime query, confirming the last heartbeat was current and all required services were running without issues. The customer later confirmed that the delayed order had successfully come through, and no changes were made from the support side, indicating the issue likely resolved upstream or transiently. The system functioned as intended after the technical support specialist verified the device.